Event description:
The smart stent was inserted through a 7f sheath (terumo) by a contralateral approach and after crossing the lesion (a previous pta was done) the physician felt a high resistance on pulling back the outer shaft of the smart stent. The hemostatic valve was opened and everything was properly clean with saline. They had to apply a higher force to open, but they did not succeed. What happened was that the tip of the shaft and the stent itself came back into the catheter. Since they could not understand what was happening it was decided to remove everything without trying to open the system. They went back again and put a new 6 x 120 smart stent with no problems. The device was received in three pieces. There were several kinks and compressions throughout all pieces.

Manufacturer narrative:
It was reported that the smart stent was not able to be deployed. Evaluation of the returned device found separation of the outer sheath and distal wire lumen. It was reported that resistance was encountered when pulling back the outer shaft of the smart stent in attempt to deploy it across an unknown lesion. The hemostatic valve was opened and everything was properly flushed with saline. Additional force was applied in attempt to deploy; however, the stent did not deploy and the tip of the shaft and stent came back into the catheter. The device was removed from the patient and another 6 x120 smart stent was placed without problems. A contralateral approach was used to treat an unknown lesion that had previously been treated with pta. The device was inserted through a 7f terumo sheath. No further procedural information has been provided in response to multiple requests. There is no information regarding the timing of the device separation and missing distal catheter tip observed on the returned device as related to the procedure. A non sterile 6 x 120mm smart was received in several pieces inside a plastic bag. The outer sheath was separated from the catheter at 3mm from the ID band. The outer sheath was broken and separated in two sections. Multiple kinks and blood residuals were observed on the two outer sheath sections. The inner shaft coil presented a waved condition, and was kinked just proximally to the end of the hypotube. The distal wire lumen, including the catheter tip was missing. The stent was not returned. The functional test could not be performed as a result of the damages of the returned unit. The reported deployment difficulty could not be confirmed because the stent was not returned and due to the extensive damages of the returned smart catheter. Based on the limited information no conclusion can be made regarding the reported deployment difficulty. The timing of the damages and separated condition of the device as it relates to the procedure is not known. It was reported that additional force was applied during use of the product. It is not known if the damages are due to procedural manipulation or post procedural handling. Based on the returned condition of the device, procedural factors appear to have contributed to the multiple catheter damages. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.